Manufacturer narrative:
Combination product: yes.

Event description:
Lead was implanted and pocket closed. Later that day the lead dislodged twice. Patient was opened and the chronic rv lead was activated for backup pacing since patient is dependent. The next day, lead dislodged again. ICD pacing was turned off and a lead revision is scheduled. Lead currently remains implanted and active.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.